Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient underwent surgical intervention for a pocket revision (reference MFR. Report:1627487-2016-00638). Complications involving scar tissue and a severed lead occurred during the procedure and after multiple failed attempts to implant a new lead the procedure was abandoned. The procedure was prolonged by an hour by these difficulties. Stimulation was effective prior to the surgical intervention. The entire scs system was explanted.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where a new lead and ipg were implanted.